Event description:
It was reported that as a screw was being inserted, it started stripping. The deformation made it unable to be used.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The products were returned for investigation. 9 out of the 10 returned screws show signs of use: either the screw head show the usual signs of connecting the screw to the blade, inserting and unscrewing the screw and/or the thread. Although most of the returned screws show some signs of use, the screws can still be inserted into the bone. All returned screws were dimensionally inspected and all measured dimensions were found to be within the specification. Summarizing all results of this investigation the event can be classified as an isolated notion of the customer/surgeon. Based on evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that as a screw was being inserted, it started stripping. The deformation made it unable to be used.